Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was using a cartridge of strips that were open for more than a month and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening." The user also reported that he stores his cartridges of strips in the kitchen. Dario's user guide states in the section regarding "causes of unexpected results", that the storage of strips in places with high humidity, such as the kitchen can cause unexpected results. A replacement of dario's control solution was sent to the user to further investigate this issue. Once received by the user, dario's representative followed up with the user and did a control solution test with a new cartridge of strips. The strips were reading within range, however the user stated that these bg readings were still different than the readings that he received at the doctor's office. Due to the difference in the readings described above, a replacement of dario's meter was sent to the user to further investigate this issue. Multiple attempts were made to follow up with the user, in order to test the replacement meter, however, no response has been received to date. The high bg readings may have been due to the misuse of strips. There is not enough information regarding the old strips and meter to investigate. No resolution is available.

Event description:
On (B)(6), the user, who lives in australia, contacted dario to report high blood glucose (bg) readings. The user reported that he received from his dario meter high bg readings ever since receiving the device. Due to these high readings, the user went to his doctor where his bg level was measured with the doctor's meter which read 8.2 mmol compared to a bg reading of 15.6 mmol from the user's dario meter.